Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx out cover did not attach smoothly. The following information was provided by the initial reporter: the user states that the outer cover was not attached smoothly when recapping and he/she pricked the finger on the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/21/2021. H.6. Investigation: five open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned photos and an attachment of the pen needle samples to a pen was carried out on all five samples and a loose hub in cover was observed. No DHR review can be carried out as lot number is unknown. The most likely cause of this issue is due to misalignment between the hub and the cover. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx out cover did not attach smoothly. The following information was provided by the initial reporter: the user states that the outer cover was not attached smoothly when recapping and he/she pricked the finger on the pen needle.